Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "use echocardiographic measurements and an amplatzer¿ sizing balloon ii to determine the diameter of the defect." And "measure the defect using echocardiographic imaging, fluoroscopy, or by using the amplatzer¿ sizing plate."

Event description:
It was reported a 10mm amplatzer septal occluder was chosen for procedure on (B)(6) 2022. The following day the physician performed a routine echocardiogram and discovered the device had embolized into the abdominal aorta. The patient was taken for device retrieval. The occluder was removed non invasively through the femoral access site using a 14 f introducer. A new 14mm amplatzer septal occluder was successfully placed. The physician thought the embolized device was due to the fact a sizing balloon was not used and the hole in the auricula appeared smaller than it really was.